Event description:
It was reported that the programmer had a cracked screen and a broken pad on the bottom of its case. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the overlay and the foot pad were broken. Analysis also found that the tabs on the power cord bay door were broken and that the unit was unrepairable due to internal corrosion. The programmer was therefore to be scrapped. Concomitant medical products: product ID 229047 software analyzer. (B)(4).